Event description:
Consumer complaint of high blood results. Other meter gives 100 mg/dl. Pt states that normally fasting results are between 110-115 mg/dl. Highest result taken from meter memory is 315 mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for eval. (B)(4).